Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (switch 4 did not work) was confirmed. In addition to the foreign material coming out of the channel tube and the peeling of the connecting tube coating (1mm2 or more), additional evaluation findings were as follows: the universal cord was sticky, the indication on the grip was peeled, the bending tube had a dent, the up/down plate was sticky, due to corrosion of the suction cylinder, expected insulation capacity could not be obtained, the light guide bundle was slipping down, due to a pinhole on the channel tube, there was water leakage, the bending angle in the up direction did not meet the standard value, and the electrical connector , scope connector, and control unit were sticky due to water leakage. The connecting tube had a wrinkle, the adhesive on the bending section cover had a chip, the bending section cover had wear, and the connecting tube had a dent and buckling. A review of the device history record confirmed the device was shipped in accordance with its specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root causes of the foreign material coming out of the channel tube, and the peeling of the connecting tube coating (1mm2 or more) could not be determined. However, a likely cause of the foreign material was incorrect and insufficient reprocessing method or handling of the device. A likely cause of the coating peeling was stress of repeated use, external factors, or handling of the device. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope. Inspection of the endoscope: inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when using an evis lucera bronchovideoscope, switch 4 did not work. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material coming out of the channel tube and the connecting tube coating had peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.